Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing. Technical services (ts) noted it appeared that the morphology changes resulting in very small amplitude which was oversensed. Ts discussed treadmill test assessment or positional changes. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing. Technical services (ts) noted it appeared that the morphology changes resulting in very small amplitude which was oversensed. Ts discussed treadmill test assessment or positional changes. This electrode remains in service. No adverse patient effects were reported. Additional information was received that from reviewing one of the previous events there appeared to be post shock asystole. Ts discussed programming with the health care professional.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.